Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance during clinic visit. The patient has been referred for replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H6 type of investigation. Initial report inadvertently did not code b13.

Manufacturer narrative:
H6: medical device problem code, supplemental report should have updated the code from a040101 to a072201. H6: investigation findings, supplemental report should have used c0203 instead of c19. H6: investigation conclusion, supplemental report should have used d1401 instead of d1402.

Event description:
Additional information was received. Patient was seen by surgeon. Lead impedance was seen to be normal. No other relevant information has been received to date.